Event description:
It was reported that this right ventricular (rv) lead has shown a lead safety switch (lss) high out of range impedance measurements of 2015 ohms and myopotential noise. In addition, brady pacing not delivered when required with more than two seconds of asystole. Physiologic causes are suspected. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).